Manufacturer narrative:
Device was used for treatment, not diagnosis. Sakkas (2016). A clinical study of the outcomes and complications associated with zygomatic buttress block bone graft for limited preimplant augmentation procedures. Journal of cranio-maxillo-facial surgery 44 (2016) 249-256. This report is for unknown matrixmidface small-diameter titanium osteosynthesis screws, unknown quantity / unknown lot. UDI # unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: sakkas, a., et al. (2016). A clinical study of the outcomes and complications associated with zygomatic buttress block bone graft for limited preimplant augmentation procedures. Journal of cranio-maxillo-facial surgery 44 (2016) 249-256. Germany. The study objective was to evaluate the possibility of using the zygomatic buttress as anintraoral bone harvesting donor site and determine the safety of this harvesting procedure for later optimal positioning of dental implants in accordance with prosthodontic and functional principles. The study included a total of 112 patients who underwent a bone grafting procedure using zygomatic buttress. A total of 113 zygomatic buttress bone block grafts in 112 patients were performed from january 2008 to december 2010. Patient demographics included 108 men and 4 women. Patients ranged in age from 20 to 61.5 years (average 34.3 years). The sample of patients was divided into 2 groups, according to the age,1 group under the age of 35 years and the other group 35 years or older. Of the 112 patients receiving grafts, 74 were smokers. All procedures involved the maxilla. Two of 112 patients were treated in 2 different alveolar sites, whereas the rest of the patients were treated in only 1 atrophied area. Regarding the alveolar crest, the situation in 89 cases was recorded as single-tooth space, 18 as multiple tooth gap, and 6 as free-end. All patients were treated using a 2-stage technique. During the first operation, bone blocks harvested from the zygomatic buttress region were placed as lateral onlay grafts and fixed with small-diameter titanium osteosynthesis screws (matrix midface) and collagen membrane after exposure of the deficient alveolar ridge. After 3-6 months of healing, the flap was reopened, the screws removed and the implants placed. Various scale and test evaluations were used to measure patient outcomes. The following complications were reported: twenty bone grafts (20) at the recipient site had adverse effects such as incision-line dehiscence, swelling or wound infection with pus exit, or graft exposure. This is report 2 of 2 for (B)(4). This report is for unknown matrixmidface small-diameter titanium osteosynthesis screws, unknown part # / lot #. A copy of the literature article is being submitted with this medwatch.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable as the reported device is not manufactured by synthes. This correction is for medwatch report #: 2520274-2016-12264. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.